Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that earlier in the day, the customer received an occlusion alarm. The customer's blood glucose (bg) level was over 600 mg/dl and an insulin injection was administered to address the bg level. As the customer had replaced the infusion set site prior to contacting tandem technical support, a system check to determine a possible cause of the occlusion was unable to be performed.